Manufacturer narrative:
Batch review performed on 08 november 2016. Lot 1652472: (B)(4) items manufactured and released on 28 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Preliminary analysis and visual inspection made on the 10th of november, 2016 by r&d project manager: the inner shaft tip was specifically designed to match with the screw interface. Torsional test was successfully performed to prove that the torque to failure value is suitable to resist the torsional load exerted to secure and release the screw by free-hand . It is assumed that this failure mode might be due to a misuse of the instrument. In most of the case this failure mode happens if they do not fully secure the theaded shaft with the screw. This improper connection generates the highest stress on the critical cross section of the interface and brings to early instrument failure. Otherwise, the tip of the shaft might be inadvertently damaged during the standard handling procedure, like washing , storing, etc. During the visual inspection was observed that the broken small tip of the inner shaft was still inside the screw. For the reason of that we believe that no third parts were left in the patient.

Event description:
During surgery, when the surgeon wanted to engage the last screw on c7 with the rigid screwdriver, he heard a 'crack'. The surgeon released the thumbwheel and removed the screwdriver. He saw that the distal part of the inner sleeve with screwthread was broke off. The broken part was still inside the implant. The surgeon removed the screw with the standard screwdriver and used a new implant to proceed and finish the surgery. There was a delay of 2-3 minutes.